Event description:
During the index procedure, a 3.0 x 18 endeavor sprint rx stent was implanted in the mid lad. A 2.5 x 12 mm endeavor sprint rx stent and a 3.5 x 15 endeavor sprint rx stent were implanted to the mid lcx, and a 2.5 x 12 endeavor sprint rx stent was implanted to the 1st right posterolateral. Approx 12 days post index procedure, the pt suffered an acute non stemi in the target lesion. One day later, the pt underwent a target vessel revascularization. A 2.5 mm x 14 mm endeavor sprint stent was implanted to the mid lad. The investigator assessed that the event was possibly related to the study device and study drug. The pt recovered with treatment and no other clinical sequelae were reported. (Ref MFR # 2953200201001499, 9612164201100308 & 9612164201100309).

Manufacturer narrative:
(B)(4). Eval results: (mi).

Event description:
A revascularization of the 1st obtuse marginal was carried out approximately 17 months post the index procedure due to coronary artery disease, a non-medtronic stent was implanted.

Event description:
Following cec review, it was confirmed that the previously reported revascularization was of the distal lad.